Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed due to the sensor wire is still attached to housing puck. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability- additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes ¿ additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.